Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that with the preloaded monofocal intraocular lens (iol), the surgeon observed a film on the lens upon insertion. This required extra polishing to successfully remove the film with minimal delays using irrigation/aspiration (I/a). The iol remains implanted. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Photographs were provided for evaluation the pictures showed what appears to be a set of pseudophakic eyes claimed to be implanted with the tecnis one piece monofocal iol preloaded in simplicity delivery system model dcb00. A colorless membrane like particle can be observed in 3 out of the 4 pictures, observed mainly in the lens peripheries. Due to the description that these particles were removed via polishing-irrigation aspiration (ia), it is not expected to have clinical/visual impact on the patient. However, the definitive clinical impact as well as the issue root cause cannot be determined from picture assessment. The complaint issue "foreign material - loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.